Event description:
--

Event description:
Additional information was received that a revision procedure was performed. The rv lead was explanted and replaced without complication. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that this device system detected a pacing impedance measurement greater than 2,000 ohms. Additional information was sought from the local area sales representative and it was reported that the patient was scheduled to see the physician for a device check. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A complete lead was returned severed in two segments (approxximately 16.5 cm from the is-1 terminal pin). Set screw marks were identified on all of the terminal connectors. The lead was returned with a extracting stylet inserted inside the distal segment. The segments were put through and passed electrical continuity resistance testing. The distal segment (rs (negative) underwent x-ray examination and no fracture was identified. The clinical observation could not be confirmed as laboratory testing concluded that each segment was electrically continuous.

Manufacturer narrative:
--